Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery rapidly depleted. Tandem technical support reviewed pump data and found the customer frequently did not allow pump battery to fully charge to 100 percent or for the recommended 15 minutes per day. The charging practice of the customer may have impacted the battery life. Contact acknowledged the information. There was no reported impact to customer's blood glucose.